Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient was placed on temporary hemodialysis therapy. After an unknown number of days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.